Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient, along with the removal of the implant, also underwent capsulectomy and replacement with a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 9515419 sn: (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 27, 2021, the mentor failure analysis lab received the device for evaluation. The returned device was discovered to be a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 9383058 sn: (B)(6)). On february 1, 2021, mentor became aware that the correct suspect medical device was the returned device. Lot and serial number were updated accordingly. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 4, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii/IV), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant on (B)(6) 2020.

Manufacturer narrative:
On march 9, 2021, mentor received additional information indicating that during a progress report on (B)(6) 2020, the patient, along with the reported capsular contracture, was also diagnosed with experiencing a left breast that was very firm, higher than the right breast, and painful at times. Manufacturer¿s reference number: (B)(4).